Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 : the patient due to left coxarthrosis was subjected to a left hip arthroplasty. Despite the home rehabilitation, the patient accused severe pain in the limb undergoing surgery and difficulty in walking correctly. (B)(6) 2021: the patient was revised due to severe pain, walking difficulty and broken component of the prosthesis results to severe pain and screaking noises in the lower limb. This was confirmed from the cat lower limb left hip and scintigraphy total-body reports. Prior to revision on (B)(6) 2021 due to concomitant cardiac pathology patient was diagnosed of left hip joint rupture. Doi: (B)(6) 2015; dor: (B)(6) 2021 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Mwr-05082021-0001012769 for mrn 1818910-2021-17280 is being retracted as it was reported in error. Retract mwr-05082021-0001012769; reported in error.